Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of field correction, updated email information, resent notice, and completed required form on customer¿s behalf, then provided reset instructions, assisted with pump reset, and confirmed malfunction did not recur, advising customer to continue pump use and call back if issue returned.